Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was recommended that the patient add a layer of insulation material between the charge antenna and skin. It was noted that the patient had concerns about weight gain and only getting four bars. It was noted that the patient was getting a thermometer screen on their recharger. It was noted that the patient was having trouble getting coupling. It was then reported the patient experienced a temperature message and was unable to charge any longer. It was noted that this occurred after one hour of recharging. It was noted that the patient has gained approximately 10 pound. It was further noted that the patient had gained 20 pounds and then lost 10 pounds. It was noted that the patient recharged every couple of days. Interrogation with a clinician programmer indicated that the patient charged every two to three days for 2.5 hours. It was noted that impedances were measured; a1 was at 359 ohms and a2 was at 794 ohms when testing at 4 volts and a pulse with of 450 and a rate of 40. It was noted that the patient stated she only got to 50% when she received the overtemperature message. It was noted that the patient could only ever get to 50% charged before the message came up. It was further reported that the patient had the device explanted and replaced due to the recharging issues and the thermometer message. Troubleshooting had been done by multiple company representatives. It was stated that the battery appeared to be tilted in the left flank. When the device was replaced, it was repositioned. After the replacement, the company representative was able to get 6 bars while the patient was prone on the table. The patient's status was alive with no injury.

Manufacturer narrative:
(B)(4). Final device analysis of the stimulator revealed no significant anomalies.